Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that right atrial (ra) lead sensing had diminished since implant. Ra lead dislodgement was confirmed. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.